Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 24 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty revision due to arthrofibrosis status post right total knee arthroplasty with unknown components, with debridement. The surgeon the indicated the implants were well-fixed and aligned though revised due to tight flexion despite debridement of scar tissue. The patella was noted to be intact and not revised. The surgeon reported no intraoperative complications. The patient was implanted the patient was implanted with depuy knee system and depuy bone cement products. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, stiffening, and pain. The surgeon reported the tibial component appeared to be well-fixed but was able to disrupt the component after a few blows. He noted a well-fixed femoral component though was revised. The surgeon reported the removal of scar tissue surrounding the patella, and it was not revised. The patient was implanted with depuy knee system and smartset cement x 2. Doi: (B)(6) 2016, dor: (B)(6) 2018, (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a previous device history record (DHR) review on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number. Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements.